Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and received a result of 276 mg/dl. The normal control range was 106-147 mg/dl. No adverse events were alleged. The test strips were to be returned for eval, but the customer disposed of them. Replacement strips were sent to the customer.